Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an out of box failure with failure code 550.320.666; this condition had the potential to interrupt delivery. It is unknown in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 550.320.666 was confirmed and reproduced. The cause of the reported condition was determined to be defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump, and that it was an out of box failure. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. This involved an unremediated colleague infusion pump with a user interface module master software version 7.12.00.